Event description:
Patient's son called and stated that the ventilator was alarming and no air was coming out of the ventilator. He stated that patient was placed on back-up ventilator and was doing fine. Respiratory therapist came to patient's home the following morning to exchange ventilator. Checked affected ventilator and it had a constant alarm and display screen was red and message stated "vent inop". Exchanged trilogy 100 ventilator. Placed current ventilator settings in new ventilator. New ventilator became patient's back-up ventilator.